Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was isolated to the bga failure of pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was found throughout the unit. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.